Manufacturer narrative:
The customer's report was verified and attributed to corrupted language file. The device was run through the daily/weekly/monthly testing and the firmware will be reloaded to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.